Manufacturer narrative:
Unit was returned to spectrum medical for investigation. Initial investigation confirmed the reported fault. And the co2 was replaced. Awaiting results of further investigation.

Event description:
User reported that during a case a paco2 reading was fluctuating between reading correctly and then dropping to 0 for an extended period. Pao2 also began reading "!!!". The user tried replacing the nomoline and drying out the port on the qvm4 where the nomoline is attached using a fan for over 8 hours but the reading never recovered, and the patient was taken off the pump the following day.